Event description:
Allegedly plate was revised due to a broke plate. The patient had a non-union. The aap cannulated screw has been removed also but did not fail.

Manufacturer narrative:
The patient has received a bone plate from another manufacturer and a cannulated screw from aap (B)(4). The bone plate broke due to a non-union and was removed. Also the cannulated screw was removed but did not fail. The removal of the screw was only because of the second application of another implant.